Event description:
During shift check, the autopulse platform (B)(6) displayed user advisory (ua) 18 (max take-up revolution exceeded) upon powering up. The customer cleared the ua18 advisory message by placing weight (test manikin) on the platform. When the autopulse platform was powered back on, it started compressions but made loud clicking and grinding noises. The customer stated that the noise only occurred when the platform's driveshaft was actively spinning. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) made loud clicking and grinding noises" was confirmed during a visual-functional inspection at zoll. The root cause of the reported complaint was the malfunctioning integrated encoder gearbox due to having failed components. During visual inspection, it was noted that the battery lock was bent, unrelated to the reported complaint, and attributed to user mishandling. The bent battery lock was replaced to address the problem. The autopulse platform was powered on with user advisory (ua) 45 (not at "home" position after power-on/restart), unrelated to the reported complaint. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position due to the driveshaft being stiff. The zoll service personnel could not clear the ua45 because the driveshaft was very difficult to rotate. The device made loud clicking/grinding noises when the driveshaft was manually rotated, confirming the reported complaint. Zoll service personnel did not attempt to complete the functional test to avoid causing potential further damage to the device. The integrated encoder gearbox was replaced to remedy the reported complaint. Archive data review revealed that the autopulse platform was last powered up in july 2022. Several user advisory (ua) 18 (max take-up revolution exceeded) were recorded on 7/21/2022 and were cleared. This is consistent with the customer's reported statement that "the autopulse platform displayed ua18 upon powering up, but it was cleared after placing weight on the platform." Archive data showed that on 7/26/2022, the autopulse platform was powered up with ua45 advisory message, unrelated to the reported complaint. The ua45 was not cleared, and the autopulse was not powered on again until it was received at zoll service depot in june 2023. The ua45 advisory message was replicated during functional testing at zoll service depot. The ua45 advisory message can usually be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will normally move the driveshaft to its "home" position. In this case, the driveshaft was very stiff and would not rotate back to the "home" position. This was also caused by the malfunctioning integrated encoder gearbox, which was replaced to resolve the issue. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number 35440.